Manufacturer narrative:
E1:patient country -brazil. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that a hyperglycemia event occurred on (B)(6) 2026. Additionally, the patient did not have sufficient subcutaneous tissue at the site where the device was inserted.